Event description:
The hosp reported that during the coronary artery bypass graft surgery, two seals did not deploy. With each seal, the surgeon attempted to deploy them twice during the procedure. Following the four deployment attempts, the surgeon was able to use a third seal to complete the procedure. No pt complicatons were reported by the hosp.